Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after advancing the plug on a 5f mynxgrip vascular closure device (vcd), the sheath will not pull out. The balloon was deflated and removed. Manual compression was held for hemostasis. There was no patient injury. Additional information was requested but not provided. The device is being removed for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after advancing the plug on a 5f mynxgrip vascular closure device (vcd), the sheath will not pull out. The balloon was deflated and removed. Manual compression was held for hemostasis. There was no patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was a competent mynx user with over 150 procedures performed. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was above the cfa bifurcation at the level of the femoral head. No presence of pvd or calcium was noted in the vicinity of the puncture site. The user shuttled down completely without significant resistance or the application of excessive force. However, once the shuttle was advanced, the sheath could not be retracted using the typical force required. The advancer tube could not be visualized because the device and sheath would not retract appropriately. The stopcock of the introducer sheath was not opened prior to shuttling down. No kinks were noted in the sheath or device upon removal. It was stated that the device storage temperature did not exceed 25°c to their awareness. The device is being removed for evaluation.

Manufacturer narrative:
As reported, after advancing the plug on a 5f mynxgrip vascular closure device (vcd), the sheath will not pull out. The balloon was deflated and removed. Manual compression was held for hemostasis. There was no patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was a competent mynx user with over 150 procedures performed. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees for the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and the stick location was above the common femoral artery (cfa) bifurcation at the level of the femoral head. No presence of peripheral vascular disease (pvd) or calcium was noted in the vicinity of the puncture site. The user shuttled down completely without significant resistance or the application of excessive force. However, once the shuttle was advanced, the sheath could not be retracted using the typical force required. The advancer tube could not be visualized because the device and sheath would not retract appropriately. The stopcock of the introducer sheath was not opened prior to shuttling down. No kinks were noted in the sheath or device upon removal. It was stated that the device storage temperature did not exceed 25°c to their awareness. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe and the procedural sheath were not returned for evaluation. The sealant and the advancer tube were found inside the shuttle tube, and the stopcock was found in the open position. Additionally, the balloon was received fully deflated. No other defects or anomalies were observed on the received device during the visual inspection. Per functional analysis, simulated deployment and inflation/deflation tests were conducted on the received unit. The shuttle cartridge was successfully advanced and subsequently retracted to the black handle without any issues, as outlined in the mynxgrip instructions for use (IFU), confirming successful sealant deployment. The advancer tube was properly engaged with the proximal tamp lock. Additionally, an inflation/deflation test was performed on the balloon of the returned device using a lab sample syringe. During this test, the balloon fully inflated, and the pressure was maintained. The balloon inflated and deflated properly, in accordance with the mynxgrip IFU, with no ruptures or pressure loss observed. Furthermore, no difficulty or inability to retract the sheath/outer cartridge was noted during the deployment test. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported since there were no anomalies noted during functional analysis and the device performed per the IFU. However, as it was reported that the stopcock of the procedural sheath was not opened prior to shuttling down (which could not be confirmed since the sheath was not received for analysis), the event experienced may have been attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, especially if there was a failure to open the sheath¿s stopcock before shuttle advancement. This can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. It is important to note that if the sealant prematurely hydrates, it will increase in profile and can adhere to the device components, creating resistance and obstructing the device path during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.